Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via manufacturer¿s representative (rep). The rep reported that the patient had burning in her spine and was advised to go to the nearest emergency room. Additional information was received from a patient on (B)(6) 2017. They did not have their equipment originally so they had to reschedule the MRI and CT scan for (B)(6) 2017. The patient first said that they did not know if it was related, but then stated that yes it was probably related. The patient stated that their spine hurts and because they have wires maybe they were going to look to see what was going on. Beginning probably like two weeks after (B)(6) 2017 their spine was hurting from lower all the way down. The device has been off for about three weeks because their manufacturer representative (rep) told them to turn the implantable neurostimulator (ins) off if it was not helping their pain. The patient¿s rep was notified like three weeks ago on a wednesday. The patient went to the emergency room (ER) on a friday like three weeks ago to see a healthcare professional (hcp) who ordered the MRI and CT scan. The patient would see the hcp again tomorrow. Additional information was received from the patient on (B)(6) 2017. The patient reported that she needed another MRI but this time she thought it was overdischarged and was having the device taken out soon but needed this MRI. The patient reported that she didn¿t understand why she couldn¿t have this MRI when she just had one just because it was overdischarged and couldn¿t display MRI mode. Additional information was received from a healthcare provider (hcp) regarding the patient on (B)(6) 2017. The hcp reported that the patient stated the neurostimulator (ins) wasn¿t charged and the patient programmer wasn¿t working. The hcp reported that the patient didn¿t want to charge the device. No further complications were reported.